Event description:
The injection port separated and leaked during patient use in the nuclear medicine department. The patient was on the treadmill when the incident occurred. The port was accessed once with a needle to push IV dye. The nurse subsequently flushed the site with a blunt plastic cannula containing saline. When the syringe was being withdrawn, the rubber piece of the injection site pulled out and saline leaked. No patient injury or medical intervention reported.

Manufacturer narrative:
The actual set involved was discarded by the reporting facility. An evaluation will not be performed.